Event description:
It was reported during remote follow up that the atrial and right ventricular leads exhibited noise. This resulted in oversensing on the atrial channel. Programming changes were recommended but not yet implemented.